Manufacturer narrative:
The device was returned to the MFR for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from ome of the identified lots was returned from controlled stock for investigation and no defects were noted during simulated use testing and visual evaluation. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification. The patient reported that she may not have tightened the connection point adequately which could have resulted in the leak.

Event description:
A peritoneal dialysis (pd) patient reported finding fluid leaking from the blue pin of the trigger area. She was advised to discontinue treatment and contact her pd nurse. The set was discarded. During follow up, the patient reported that her effluent remained clear. She also stated that she may not have tightened the patient line connection adequately which could have resulted in the leak. No adverse event reported at this time.